Manufacturer narrative:
The returned device was evaluated. Inspection found that the reported issue was confirmed. The evaluation found a worn-out scope socket causing poor connection with the scopes and camera head. Additionally, the evaluation also found a faulty ap and dr patient board set which caused no images with the 180 scopes. The faulty parts were replaced and inspected to meet olympus functional standard. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
A user facility returned the olympus, evis exera iii video system center to olympus due to a report of light source does not recognize 160 nor 180 scopes. Upon inspection and testing of the returned device, it was observed that the printed circuit board also failed. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The supplemental report is submitted to provide the result of the legal manufacturer¿s investigation. The device history record for the subject device was reviewed and it was verified that the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation, a conclusive root cause was not identified. The investigation determined that the cause of the problem was because of the worn-out output connector of the endoscope. Additionally, the image was not outputted due to the error in communication with the endoscope was updated in subsequent investigation, since the device was manufactured seven year ago, the device failure might be due to long term usage.